Manufacturer narrative:
(B)(4). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore. A failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained via the femoral artery. The 75% stenosed, eccentric, de novo, 3.8x20mm lesion being treated was located in the non-tortuous, non-calcified left anterior descending (lad) artery. The lesion was predilated with a maverick 2.5x20mm balloon, with 40% residual stenosis. A 3.5x38mm taxus liberte stent was implanted in the distal lad. A 3.0x24mm promus element was implanted in the proximal lad, inflated to 12atm. The physician injected contrast media and observed the balloon was not completely inflated. The stent was post dilated with a 4.0x15mm quantum apex balloon to 16atm. Then the physician observed a reduction of the promus element stent. No patient complications were reported and the patient's status is stable.